Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. Customer administrated a manual injection to address high bg. Tandem technical support (cts) performed a system check on the pump and determined that the customer was using the insulin/ cartridge past labeling. Cts educated customer on insulin/cartridge labeling. During the system check, customer mentioned possibly seeing an air gap within the infusion set tubing. Customer was unable to confirm if there was an air gap or if it was just the color of the tubing. Cts instructed customer to prime the tubing as a precaution to ensure that no air gaps were in the infusion set tubing.